Manufacturer narrative:
The customer suspected a bubble in the reagent pack so a new reagent pack was used, but the issue remained. The investigation is ongoing.

Event description:
There was an allegation of questionable low crep2 creatinine plus ver.2 results from the cobas 8000 c702 module. Patient 1 initial result was 0.06 mg/dl. The repeat result using a new reagent pack was 2.43 mg/dl. Patient 2 initial result was 0.29 mg/dl. The repeat result from another analyzer was 289 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The reagent lot number was 59113901 with an expiration date of 31-aug-2022.

Manufacturer narrative:
The field service engineer found the rinse level and the gear pump pressure was low. He performed an instrument, adjusted the rinse level, and adjusted the gear pump. He flushed the reagent probes and ran precision testing that passed. The customer ran qc with results within range. The investigation determined the service actions resolved the issue.